Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same day of diagnosis, the patient was hospitalized due to peritonitis. The patient was treated with injection ceftazidime (1gm, frequency unknown, intravenously, discontinued after 1 day) and meropenem injection (1gm, once daily, intravenously, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.